Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (500 mcg/ml at 105 mcg/day) via an implantable pump for an unknown indication for use. It was reported a pump stall occurred on (B)(6) 2017. There were no reported symptoms. No patient complications were reported at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The explant date was further provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The representative stated they would return the pump on 2017-aug-03. It has been interpreted the pump was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No pump logs were available. The patient did not experience any symptoms, there was only an alarm. There were no known contributing factors. The pump was turned off after explantation. The patient was doing fine after explant.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis review of the pump logs did not reveal a motor stall. Pump analysis did reveal the pump battery had high resistance. If information is provided in the future, a supplemental report will be issued.